Manufacturer narrative:
Unit received with blank display due to broken solder joint on b1 I/b.

Event description:
The customer's father reported via phone call that the insulin pump's display was blank after allowing for a two hour pump rest. Blood glucose level at the time of the incident was not provided. During troubleshooting, the caller was unable to get the display to return. The customer's father was advised that the insulin pump would be replaced and agreed to return the device for analysis.